Event description:
On (B) (6) 2009, the patient reported that several infusion sites from his last box have fallen off of his body after one day of use. He stated that he cleans his skin with alcohol and allows it to dry. He then uses IV prep wipes and allows his skin to dry before adhering the infusion site. He stated this last happened one week ago, and he discarded the infusion set. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.